Manufacturer narrative:
(B)(6). Date of report: 10aug2019. The device was evaluated by the manufacturer's field service technician and the reported issue was confirmed. To correct the issue the technician replaced the power management board, user interface and power management cable. The power management board was returned for failure analysis. During analysis, it was determined that the fb1 pin 1 and 2 shorted on the board and this caused the display to flicker. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the screen was flickering. There was no patient involvement.